Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual and tactile examination identified a break in the hypotube, 140mm proximal to the hypotube to mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. No kinks were noted along the hypotube of the device. No issues were noted with the hypotube that may have contributed to the complaint incident. The balloon folds were observed to be relaxed which may have occurred when the balloon protector was removed. There was no evidence that the balloon had been subjected to positive pressure. No issues were identified with the balloon that may have contributed to the compliant incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 18-dec-2017. A 06mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, outside the patient, it was noted that the device became kinked. The device was removed with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a break in the hypotube.